Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged on the same day as the initial implant. The lead was repositioned that day and is still in use. No patient complications have been reported as a result of this event.